Manufacturer narrative:
Failure analysis noted that the pump had intermittent button response and alarmed button error due to corroded keypad traces. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that they received a button error alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that the pump alarmed a couple of times and the act and up buttons were unresponsive. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump was returned for analysis.